Event description:
On 30th december 2024, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens twisted on insertion resulting in zonule damage.

Manufacturer narrative:
The reference (B)(4). Has been allocated to this case by rayner. The event description provided states that the lens twisted on injection resulting in zonule damage. The verbatim report received states "patient had very shallow ac as iol pressure was increasing, lens opened rapidly and incorrectly, surgeon flipped the lens to correct orientation. The zonules were impacted during this process". The "use of rayone" section of the rayone IFU "fig 7" includes the statement "...in the case of iol rotation during ejection from the nozzle, gently rotate the injector in the opposite direction to counteract any movement". Product tests from every batch show us that the lenses are very rarely loaded upside down. Rayner carries out at least one injection test on every single batch manufactured prior to the batch being released for sale. Orientation forms part of this injection test and our records indicate that the test for the subject batch was performed successfully without incident. Our review of production records for the rayone aspheric rao600c batch 073219779 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 073219779. There is insufficient evidence and information available to determine the cause of the event.